Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the reported condition of heat and an e6 error code was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had a worn bearing due to component wear. Corrected data d4: device UDI was reported as UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: compact speed reducer device, craniotome device, motor device, attachment devices, adjustable drill guide device ((B)(6) 2021). Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4). Please reference report mwr-(B)(4) as it is related to this medwatch report.

Event description:
This is report 5 of 7 for the same event. It was reported from (B)(6) that an adjustable drill guide device, a compact speed reducer device, a motor device, a craniotome device and 3 attachment devices were generating heat, the motor device console indicator was displaying an e6 (overheat warning) error code, and the devices were unable to be used. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.